Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell content in the triple platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file indicates it is possible that the plasma line may have been occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible the flow through the lrs chamber could be higher-than-expected by the system. This could allow some wbcs to escape and contribute to the higher-than-expected wbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above.